Manufacturer narrative:
Event date is an estimate

Event description:
It was reported the patient is not receiving effective therapy. As result, one of the leads was explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.